Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that actions taken to resolve the pocket pain and loss of coupling bars after the accident was the medical doctor had ordered x-rays of the ins and pocket. It was reported that the patient was unsure of their weight at the time of the event. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that no abnormalities were seen in the x-ray of the patient's ins pocket. It was indicated that the patient's inability to recharge the battery/generator occurred after their accident. It was reported "no pocket pain, only inability to recharge" when asked what actions/interventions were taken to resolve the pocket pain and loss of coupling bars. It was reported that the patient was scheduled for a battery replacement on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was in a motorized chair when they were hit by a car on (B)(6) 2018. Since that time, they had pain at the pocket and could not get more than 2 coupling bars. Before the accident, the patient had been getting 6-8 coupling bars. The manufacturer representative did 3 antenna locate (al) sessions which showed 44-44, 44-50, and 44-62. No further complications were reported.